Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump battery compartment was cracked. The blood glucose reading was 454 mg/dl. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the device was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self-test and off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken battery tube threads and cracked reservoir tube lip.